Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding to touch. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the issue. The customer stated that they were unable to calibrate the touchscreen. The customer confirmed with the rse that they would order a replacement touchscreen. On 10-feb-2026, the customer contacted an rse again and confirmed that they had replaced the touchscreen to resolve the touch issue. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.